Event description:
It was reported that while preparing for an endoscopic retrograde cholangiopancreatography (ercp) procedure, the stent appeared "smashed". An rx stent/8.5 x 5cm has been selected to treat an unspecified lesion. While preparing the device, it was noticed that both ends of the stent appeared "smashed" when removed from the package. The stent was unable to be loaded onto the introducer. The introducer and push catheters were "fine". The device did not contact the patient. The procedure was completed with another of the same device.